Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text: product is not expected to be returned.

Event description:
It was reported, the patient received the following results within 15 minutes: 62 mg/dl (system 1) and 108 mg/dl (system 2).